Manufacturer narrative:
Section d9: device available for evaluation? Yes. Returned to manufacturer on 1/13/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection under magnification, revealed viscoelastic residue on the optic body and haptics. Which is consistent with a lens, that was handled during explant. The lens was cleaned, and no cosmetic defects were observed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no other complaints have been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: exact date not provided, best estimate is between (B)(6) 2020 - (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 intraocular lens (iol) was exchanged from the patient's left eye because of negative dysphotopsia observed during post-operative examination. There was no vitrectomy, sutures or incision enlargement required. The procedure was completed successfully with a non-johnson & johnson lens. There is no further information available.